Manufacturer narrative:
Documentation from the event was collected and is currently under review.

Event description:
Customer reported the panorama central station with v series bedside monitor falsely identified ventricular tachycardia on a pt. No pt injury was reported.